Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room due to an elevated blood glucose level with high ketones. An exact bg level was not provided. The contact alleged that the pump was "malfunctioning" and did not seem to be delivering insulin as expected; however, troubleshooting could not be performed. In addition, it was reported that the pump battery gauge was observed to be fluctuating. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.